Event description:
Healthcare professional reported left side "hard firm breast." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d4, e1, g1, h3.

Manufacturer narrative:
The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties.

Event description:
Healthcare professional reported "hard firm breast." This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "hard firm breast." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, opening, missing and delamination of plug strap disk shell, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.